Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use.

Event description:
It was reported that using a femoral artery access approach, during the index procedure of the marginal branch on (B)(6) 2013, no pre-dilatation or post-dilatation of the 2.75 x 12 mm xience prime stent was performed. It was noted at the 8-month follow-up that instent restenosis was observed. The patient was asymptomatic; no treatment was performed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The stent delivery system was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.